Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a with scratches, cracks, a worn out lcd lens screen, and a torn off down stream occlusion sensor, dso. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of " high alarm displayed: cassette not attached properly" messages. To further investigate, a functional test was performed. The reported event was not duplicated. The device was able to pass functional tests, however, the error was found in the device ehl, event history log, to have happened. The dso was replaced for preventative measures.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated that the cassette was not properly attached. There was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.